Manufacturer narrative:
Bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for (B)(6) with the incident lot was observed.

Event description:
It was reported that bd vacutainerâ® c&s boric acid kit sodium borate/formate arrived at user facility in an open package. No report of serious injury or medical intervention.